Event description:
It is reported that the patient was revised due to tibial loosening.

Manufacturer narrative:
Device history records for the tibia component were reviewed and found to be conforming to requirements at the time of manufacture. A product history review for the product / lot combination revealed no other complaints. This device was used for patient treatment. A review of the primary operative notes identified good balance, flexion, and extension with the implants in place with excellent patella tracking. Radiographs reviewed by the surgeon prior to surgery showed signs of tibial subsidence. Revision operative notes confirmed that the tibial component had subsided into the tibia about 3mm. The surgeon was able to loosen the tibial component and remove it without much difficulty. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Rehabilitation protocol and adherence is unknown. A definitive root cause cannot be determined. This report was previously submitted under manufacturing report number 1822565-2012-01084.